Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a dissecting thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. Pre-procedure measurement of aneurysm diameter was 58mm. The patient tolerated the procedure. On (B)(6) 2014, a distal type I endoleak was revealed and aneurysm diameter had enlarged with this endoleak (amount of enlargement is unknown). On the same day, surgical replacement procedure was performed to repair the endoleak. On (B)(6) 2014, a retroperitoneal neoplasm was revealed. On the same day, an omental implantation repair was performed to treat the retroperitoneal neoplasm. On (B)(6) 2015, in five-year follow-up study, aneurysm diameter was 73mm. The distal type I endoleak was resolved, but the retroperitoneal neoplasm still remained and a type ii endoleak was present. Further treatment was not given to the patient for the retroperitoneal neoplasm. Later, the patient completed his five-year follow-up studies.